Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k892432. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during use, while the patient was intubated with an endotracheal tube and connected to a ventilator for assisted ventilation, the patient's fingertip blood oxygen level dropped and fluctuated around 90%. The ventilator alarmed, indicating that the minute ventilation volume was insufficient. The tube was replaced and the fingertip blood oxygen level rose to 100%.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, during use, while the patient was intubated with an endotracheal tube and connected to a ventilator for assisted ventilation, the patient's fingertip blood oxygen level dropped and fluctuated around 90%. The ventilator alarmed, indicating that the minute ventilation volume was insufficient. The endotracheal tube's cuff had an air leak. The tube was replaced and the fingertip blood oxygen level rose to 100%.